Event description:
Same case as 2134265-2014-00719 and 2134265-2014-00746. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention, an opticross imaging catheter was used. After a gaia guidewire crossing, the lesion was dilated with a lifesper and then the physician performed ivus but failed to perform the pullback. Reconnection was performed several times, but the issue was not resolved. The device was exchanged to another opticross imaging catheter to continue the procedure. The patient's condition is good and no complications reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).